Event description:
A report was received that the patients ipg migrated due to soft fatty tissue. The patient underwent a pocket revision procedure and was doing well postoperatively. No device malfunction was suspected.